Event description:
The user facility reported that after a percutaneous coronary intervention (pci), the angio-seal device was used for hemostasis. Seven days later, intermittent claudication was noted. Under ultrasound guidance, the collagen and anchor were removed using radial jaw forceps (boston scientific). Regarding casualty with the product, it was a puncture site complication. The patient recovered. The procedure before deploying the device was a percutaneous coronary intervention (pci). A pre-deployment angiogram was performed. The size of the sheath ancillary used was 8 fr. The puncture site was proximal to the inguinal ligament of the left common femoral artery. The vessel diameter is unknown. There were no other devices or equipment used with the reported product.

Manufacturer narrative:
Expiration date: unknown due to unknown lot number. UDI: unknown due to unknown lot number. Implanted date - unknown due to unknown date of event . Explanted date - unknown due to uknown date of event. Device manufacture date: unknown due to unknown lot number. The actual device was not available; therefore, the actual device will not be returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete. The production lot number was not provided by the user facility, which prevented a meaningful review of the device history record.

Manufacturer narrative:
This report is being submitted as follow-up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. Based on the available information, the exact root cause cannot be determined. The complaint can be confirmed since the patient was treated post deployment. Based on the information given, the exact root cause of the event cannot be determined. The device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode & effects analysis (fmea).